Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not appropriately declare a low transmitter battery countdown. The customer declined assistance from tandem technical support regarding the issue. There was no reported adverse impact to the customer.